Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing rep indicating the cause of the ins turning off multiple times is due to user error, as the patient forgets to recharge. Patient's underlying condition of parkinson's contributes to this. Manufacturing rep discussed family involvement in recharging routine to try to prevent this from reoccurring. Issue is considered resolved.

Event description:
It was reported that an implanted implantable neurostimulator (ins) unexpectedly shut off multiple times, including an episode in which the device turned off in the middle of the night and the battery level was noted to be at 0%, with an associated loss of therapy. The patient was described as generally compliant with recharging and had used rechargeable therapy for more than 15 years, and possible memory lapses were noted during the review. A device and battery review with a battery read was performed during a visit, and recharge report data were reviewed; relatively high settings were acknowledged. The patient was able to use the charging devices to recharge and resume therapy, and no injury was reported. The issue was considered resolved at the time of the report, no surgical intervention was performed or planned, and the implant remained in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.